Event description:
It was reported that a trained physician attempted an arteriotomy closure, using a perclose proglide after a diagnostic procedure. The proglide was successfully deployed, but as it was being withdrawn from the patient, the device broke. The breakage occurred just distal of the device foot. A vascular surgeon was called in and performed a cut-down of the artery to remove the excess proglide piece. The surgeon sutured the arteriotomy site. No additional patient information was available. No additional information available.

Manufacturer narrative:
.